Event description:
Upon test strip insertion, the suspect device test measurement cycle could start automatically with no sample being applied. When a sample is applied after the measuring mode has begun, the reaction on the test strip does not have adequate time to complete. A shortened measurement cycle time could have a false negative qualitative result or a falsely decreased quantitative result. The magnitude of the error depends on the time when the sample is applied, therefore it cannot be quantified.